Manufacturer narrative:
The pump was noted to be infusing morphine 10 mg/ml at a dose of 12.993 mg/day, clonidin 600 mcg/ml (mcg/ml) at a dose of 779.57 mcg/day (mcg/day), and ¿bucain¿ 0.5 mg/ml at a dose of 0.64964 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-05-11 the returned pump logs indicated that the pump had stalled on (B)(6) 2016 at 19:25 and recovered on (B)(6) 2016 at 06:50. The pump stalled again on (B)(6) 2016 at 03:09.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 10 mg/ml at a dose of 12.003 mg/day, clonidin 600 mygr/ml (mcg/ml) at a dose of 720.18 mygr/day (mcg/day), and bucain 0.5 mg/ml at a dose of 0.60015 mg/day. The lot numbers, concomitant medications, and medical history were not obtainable. It was reported that, during normal use, the pump had a motor stall. It was unknown if any environmental/external or patient factors led or contributed to the event. Diagnostic testing/troubleshooting included checking the log outs. There were no patient symptoms reported. On (B)(6) 2016, the pump was explanted and replaced. At the time of the report the issue was resolved and the patient's status was reported as alive-no injury and the patient was fine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-03 the representative further reported the date of the motor stall or the number of stalls were not known. However, the stall had lasted longer than 48 hours and had not recovered prior to explant. The representative referred to the returned logs when inquired if an error messages were present. The logs were being returned with the pump. The patient did not experience any symptoms related to the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.